Event description:
It was reported that during a coronary stenting treatment procedure, the stent moved on the delivery balloon. The 90% stenosed, calcified lesion was located in the moderately tortuous distal left circumflex (lcx). No pre-dilatation of the lesion was performed. Intravascular ultrasound (ivus) was performed prior to advancing the liberte' monorail coronary stent delivery system 3.5x16mm to the lesion site. "Ballooning" of the device was performed and then ivus was performed. The stent that was to have been deployed at the lesion was not visible on ivus. After further looking, the physician noted the stent was still on the stent delivery system, but had moved proximal to the delivery balloon. The physician further noted the stent had not been expanded and felt it did not move during the inflating of the balloon, but cannot be certain whether it moved before ballooning or during delivery. The procedure was completed with a different device. No pt complications were reported and the pt status was reported as "good".

Manufacturer narrative:
(B)(4).